Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the front therapy electrode (te) was severed from the cable. The root cause of the severed electrode is excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt indicating that it was unable to complete testing.